Event description:
It was reported that the system was explanted due to infection. There is no known allegation from the health care professional that the infection was related to the device or procedure. The patient was fine.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).